Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high (397 mg/dl) for about two hours which was treated by manual bolus. The current blood glucose level documented was 350 mg/dl. No further information available.